Event description:
It was reported an intraocular lens (iol) was explanted 22 years after implantation into the eye due to presumed calcification. Additional information has been requested, but not received.

Manufacturer narrative:
Although requested, the device has not been returned for evaluation. As a serial number for the device was not provided, the associated device history record was not reviewed. Additional information has been requested, but not received. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause of the event could not be conclusively determined.

Event description:
Additional information was received indicating approximately fifteen (15) years after implantation of the intraocular lens (iol), there was decreased vision and reduced visibility of the fundus in the left (os) eye. Lens opacification was observed. Approximately twenty-two years (22) after implant, the patient was hospitalized and a successful lens exchange using a scleral fixation iol was performed. The capsular bag was removed. The patient was discharged from the hospital three (3) days after lens exchange. Ten (10) days after lens exchange, patient outcome was recovered.

Manufacturer narrative:
Additional information: b5, b6, d9, g3, h2, h3, h6, h10/11. The device was returned for evaluation. Visual examination found the lens cut across the center of the optic. One haptic was broken and was found lying loose inside the case. After hydration and cleaning, the intraocular lens (iol) appeared opaque on the posterior side. Additional evaluation of the device is being performed and a follow up report will be submitted at the conclusion of the investigation.

Manufacturer narrative:
A chemical stain test was performed and the presence of calcium was confirmed. Three (3) major types of calcification have been identified. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. (Neuhann irmingard m., md, kleinmann guy, md, apple david j., md, a new classification of calcification of intraocular lenses, ophthalmology 2008;115:73¿79). (Calcification of a hydrophilic acrylic intraocular lens: clinicopathological report, shiu ting mak, albert chak-ming wong, wilson man-shan tsui, raymond kwok-kay tse. J cataract refract surg 2008; 34:2166¿2169). (Gartaganis sotirios p., kanellopoulou dimitra g., mela ephigenia k., panteli vassiliki s. And koutsoukos petros g. Opacification of hydrophilic acrylic intraocular lens attributable to calcification: investigation on mechanism, am j ophthalmol 2008;146:395¿ 403). Based on the available information, the root cause is associated with lens calcification, which is a known procedure complication for hydroview iols.